Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18190. The patient has 2 model 3146 leads (from the same lot) and 1 model 3186 lead implanted as part of her scs system. It was reported the patient's stimulation was auto-reducing. The sjm representative indicated previous diagnostic testing revealed invalid contacts, however reprogramming has been able to provide effective stimulation. The sjm representative is to meet with the patient and reprogram again as the next course of action.